Event description:
During hemodialysis the pt developed a hematoma, egg size, at the exit site of dialysis catheter. The pt was admitted to the hospital for replacement of the arterial side of the tesio catheter. The replacement was done and the new catheter was working well. The operative report notes that "a small area of about half of the lumen of the catheter, which was completely torn."